Event description:
A report was received that the patient experienced a loss of stimulation and was unable to charge the ipg. The patient underwent an ipg explant procedure wherein the ipg was replaced. The event was assessed to be related to the device.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a loss of stimulation and was unable to charge the ipg. The patient underwent an ipg explant procedure wherein the ipg was replaced. The event was assessed to be related to the device.